Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0kvub, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported a sudden pain on the right buttock area, which was in the same general area of the implanted device. The patient had a ¿bad¿ back, noting having scoliosis and arthritis. The patient was not sure if the sudden pain was due to the back issues or the implant. The device was turned off during the call, but the results were not known. The patient went to the emergency hospital where she was given pain shots, pain pills, and steroid pills. Cause/factor and outcome remain unknown. The indication for use included urinary dysfunction cause/factor and outcome remain unknown. If any additional information is received, a supplemental report will be sent.